Manufacturer narrative:
Block b3: exact date unknown, event occurred a week following the implant procedure.

Event description:
It was reported that the patient presented to the emergency room (ER) due to pain, difficulty walking and not breathing well. It was noted that there was a hematoma under the incision site. The patient was administered with hydrocodone and was doing well with pain significantly decreased.